Event description:
Technician found intermittent function on right intermediate siderail only.

Manufacturer narrative:
Technician found an open wire in cable assembly and old fluid residue on ucm board. Technician replaced these parts to resolve problems.